Manufacturer narrative:
This report is submitted on 13 may 2021.

Manufacturer narrative:
This report is submitted on 08 apr 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due extrusion of the implant. There are no plans to reimplant the patient with a new device as of the date of this report.